Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2018, the reporter contacted animas, alleging a button/keypad (damage prior tactile changes with moisture) issue. It was reported that the contrast, up arrow, down arrow, and ok/enter buttons were under-responsive. It was also reported that the keypad was torn/punctured and that moisture ingress was located in the keypad. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the issue has the ability to result in inadvertent or incorrect insulin delivery or the inability to use the pump.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 15-jun-2018 with the following findings: during investigation, a leak was found in the audio bolus button with moisture corrosion. The complaint of a damaged keypad with tactile changes was unable to be duplicated during investigation. The keypad was intact with no evidence of peeling or damage. All keypad buttons were responsive. The keypad was removed to find no evidence of contamination on the button contacts.